Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps coming off my brush while I am brushing my teeth - oral-b [device breakage]. Case narrative: consumer via chat reported that the oral-b toothbrush head kept coming off of their oral-b toothbrush while they were brushing their teeth. No injury was reported.

Manufacturer narrative:
Complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head keeps coming off my brush while I am brushing my teeth - oral-b [device breakage]. Case narrative: consumer via chat reported that the oral-b toothbrush head kept coming off of their oral-b toothbrush while they were brushing their teeth. No injury was reported. 01-jul-2024 case update from information initially learned on 30-may-2024: the concomitant product was oral-b power oral care refills precision clean eb20 brush set. No injury was reported. 01-jul-2024 case update from information initially learned on 20-jun-2024: the suspect product was oral-b rechargeable toothbrush handle 3791. No injury was reported.